Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife reported that she was talking with the patient on wednesday morning, (B)(6) 2015, when the patient rolled over and stopped breathing. Patient's wife called emergency medical technician's (emt's). Emt's arrived and took patient to the hospital. Patient was put on life support and later taken off. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the reported event. Patient's wife reported cause of death is unknown but thinks it was heart related. Patient's wife further reported that patient has had a triple bypass. Patient's wife reported that the patient was taking many medications, details not provided. Additionally, it was reported that the patient had his pancreas removed in the 1980's. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.